Manufacturer narrative:
Type of investigation code: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported patient was injected with juvéderm® voluma¿ with lidocaine in the cheek. Approximately a month later, patient was injected with juvéderm® volux¿ in the mandibular arch definition. The next day, patient experienced nodules in the injected area of the mandibular arch as well as edema in the cheekbone. Patient was treated with valdorado 30mg/12 hours x 5 days and symptom resolved. A month later, patient was injected with juvéderm® volbella¿ with lidocaine and juvéderm® volift¿ with lidocaine in the mandibular arc and cheeks. The following month, patient experienced 3rd episode of inflammation in a nodule appeared in the right mandibular line. Several radiances sessions were administered. The next month, patient presented the 4th episode again in the right mandibular line, which the patient treated with ibuprofen. Approximately less than three months, patient presented again with the 5th episode of inflammation with similar characteristics but located in the right grapefruit. The patient takes ibuprofen and radioference sessions. Discrete nodularity currently persists. This is the same event and the same patient reported under MDR ID# 3005113652-2022-00785 (allergan complaint #(B)(4), MDR ID# 3005113652-2022-00786 (allergan complaint #(B)(4), MDR ID# 3005113652-2022-00787 (allergan complaint #(B)(4). This MDR is being submitted for the suspect product, juvéderm® volift¿ with lidocaine.